Event description:
It was reported that during the procedure, the xience prime stent delivery system was advanced into the patient anatomy. A non-abbott inflation device was used to inflate the xience prime balloon; however the balloon was slow to inflate. The stent was able to be deployed with no additional difficulties. There were no reported adverse patient effects and no reported clinically significant delay. Although requested, additional information was not provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.